Manufacturer narrative:
The suspect product is the aviva test strips.

Event description:
Customer reportedly received results of 417 mg/dl and 146 mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. The discrepant results occurred in 2007. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek aviva system: meter, test strip lot number 300318, expiration date 01/31/2008.